Manufacturer narrative:
The device was returned for evaluation. The received device had the cannula assembly deployed. The exposed portion of the soft cannula was observed stretched out, but fluid was still able to flow through the fluid path. Although this damage was observed, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 404 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.